Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with communicate with the programmer. Programmer displayed error message "connection problem with the generator." Troubleshooting was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The reported observation of there being a connection problem between the patient's patient controller and the ipg was confirmed. The root cause based on the ipg diagnostic logs as received was due to the device¿s battery not being charged, resulting in the inability to communicate with the device and the inhibition of stimulation. The device was successfully charged to approximately 35% with normal charging observed. Once the ipg was charged, it communicated with the lab clinician programmer. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity. All test steps passed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy restored post-op.